Event description:
It was reported that the procedure performed was to treat a heavily calcified, heavily tortuous distal superficial femoral artery. The 5.0x150mm absolute pro ll self-expanding stent system (sess) was advanced. During an attempt to deploy the stent, the thumbwheel became difficult to turn and the stent partially deployed. Force was applied and a break was heard. The thumbwheel could no longer be turned; therefore, the handle was dismantled to free the stent, but this was unsuccessful. The sess was pulled and the stent stretched to the common femoral. The 5.0x120mm absolute pro ll sess, 5.5x120mm supera sess and an unspecified balloon dilatation catheter were attempted to be advanced but failed to cross due to the stent struts of the implanted stent. The procedure was completed and the post-op control was satisfactory. It was noted that the patient died a few days later however, according to the physician, there was no link with the product as the patient was already in a state of decline and died either of heart failure or inhalation. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported material separation was able to be confirmed. The reported difficult or delayed activation, the reported physical resistance / sticking and the reported noise was unable to be replicated in a testing environment due to the condition of the returned device. The reported stretched stent was unable to be confirmed due to the condition of the returned device (stent not returned). Production record and corrective and preventive actions (CAPA) reviews were performed and revealed an indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. Reportedly, the 5.0x150mm absolute pro ll self-expanding stent system (sess) was advanced over a 0.018 guidewire. It should be noted the absolute pro ll peripheral self-expanding stent system instructions for use (IFU), materials required section, states: one (1) 0.035¿ (0.89 mm) diameter guide wire. Use of an undersized guide wire, with insufficient support, may cause kinking in the stent delivery system. It is undetermined if the deviation of the IFU caused/contributed to the reported difficulties. Further investigation was initiated to investigate an increase in the absolute pro ll complaint rate for deployment related issues. The investigation found the deployment related issues to be associated with manufacturing causes resulting in an increase in frictional force between components (the outer member and I-beam) that interact during the stent deployment. The treatment appears to be related to the operational context of the procedure.

Event description:
Subsequent to the previously filed report, the following information was provided: the 5.0x150mm absolute pro ll self-expanding stent system (sess) was advanced over a 0.018 guidewire. During an attempt to deploy the stent, the thumbwheel became difficult to turn and the stent partially deployed. Force was applied and a break was heard. The thumbwheel could no longer be turned; therefore, the handle was dismantled to free the stent, but this was unsuccessful. The sess was pulled and the stent stretched to the common femoral. Sheath separation occurred post-procedure when handling the device for shipment. The 5.0x120mm absolute pro ll sess, 5.5x120mm supera sess and an unspecified balloon dilatation catheter were attempted to be advanced but failed to cross due to the stent struts of the implanted stent. The procedure was completed and the post-op control was satisfactory. It was noted that the patient died a few days later however, according to the physician, there was no link with the product as the patient was already in a state of decline and died either of heart failure or inhalation. No additional information was provided.